Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and another indication. On the same day, the patient began treatment for the peritonitis with vancomycin (2 g, once), ip (intraperitoneally) and six days later, the patient received another dose of vancomycin (2g, once) ip. At the time of this report, patient was still in the hospital, however, it was planned that the patient would be discharged in 5 days (from receipt of this report). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14e01043 and h14d06052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.